Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-20145. It was reported by family/relative of the patient that the pacemaker and right ventricular lead caused cardiomyopathy and the death of the patient. No additional information was reported.